Event description:
The customer reported that the clamp scissored while on the aorta. On 7/2/99, applied medical resources received additional information from one of co's sales representatives who reported that when the clamp was placed on the aorta, the jaws scissored, then the dr removed the clamp and used one of a larger size and had no further complications.